Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the customer to power cycle the system, reinstall the 30-degree endoscope plus, and clutch the universal surgical manipulator (usm). The image was restored. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly installed endoscope.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope plus image was inverted. Technical support engineer (tse) had the customer remove the endoscope, cycle the universal surgical manipulator (usm) clutch button and reinstall endoscope with no change. Tse had them reboot the system with no change, recommended bringing another endoscope. While the customer waited for another 30-degree endoscope plus, tse had them remove the endoscope again, cycle the usm clutch button, rotate the collar to correct orientation and reinstall the endoscope onto the usm. This time the image and control were restored. Tse reviewed error logs and noted no errors. Customer continued with the procedure as planned with no patient injury.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c13 - operational problem identified. Updated annex d - conclusion desc 1 to d1102 - unintended use error caused or contributed to event.

Event description:
Refer to h11 for follow-up information.